Manufacturer narrative:
The customer rejected the estimate. The device was scrapped per the customer's request.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the system board was observed in the ventilator's downloaded error log.